Manufacturer narrative:
This product is not marketed in the us. No similar complaint were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo_13.2, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was observed, lens remains implanted. In the reporters opinion the cause of this event was "other", for cause details the reporter stated " wrong refraction by optometrist." It was reported that there was an error in the pre-operative refraction being the patient post-pkp. Optometrist repeated refraction twice before ordering the lens.